Manufacturer narrative:
Concomitant medical devices: 1258t lead, implanted (B)(6) 2011; 1782tc-46 lead, implanted (B)(6) 2011.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.